Event description:
Health professional reported an alleged port leak with a lap-band device. The "band was filled after birth of a child." It was noted there was "significant diminution in fill volume" which the surgeon believes is "consistent with partial port leak." At explant, "leakage of saline from posterior aspect of port was readily observed between the central cup and outside turret, consistent with posterior leak." The port was explanted and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."